Event description:
The hcp pulled sheath from customers shelf, opened it up and inspected which os when we discovered that the hub can be turned about 1/4 turn both ways. Catheter seems like it's tight and together but the hub is loose. Patient present at time of event?: no patient complications: no.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. The DHR review, which examines the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Manufacturer narrative:
The device was not returned for an evaluation. The DHR review did not indicate any relation to the complained event. The detail mentioned in complaint description which is "hub can be turned about 1/4 turn both ways" is not a malfunction. It is a feature and part of the design that the swivel nut can be rotated slightly back and forth when connected. The physician did not report any loose connection. On the other hand, the complained device was not returned to heraeus medevio and investigations were held with the review of batch record and the picture provided by the customer. According to the investigations done on batch record, ncrs, and ecos related to the complained lot, there is no detail that can lead hub to turn around more and/or be more loose than the designed device.